Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient's spouse reported that inaccurate cgm (continuous glucose monitor) values occurred on (B)(6) 2019. The cgm reading was 2.2 mmol/l, so the patient consumed jelly babies, juice, toast, and jam, but the readings did not increase. She then called emergency services; the paramedics checked a finger stick and the bg (blood glucose) was 4.8 mmol/l on the first reading and 5.2 mmol/l on the second. The paramedics consulted a physician who recommended admitting the patient to the hospital for monitoring. She was transported via ambulance and discharged three days later, on (B)(6) 2019. No other in-hospital treatment was provided. The sensor had been placed in the abdomen and she has a buildup of scar tissue in the abdomen from previous surgeries. The reported allegation falls within the b zone of the parkes error grid. Data was provided for investigation, but confirmation of the allegation could not be assessed because calibrations were not available for analysis. Confirmation of the problem and root cause could not be determined. No additional event or patient information is available.